Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - device problem code: 1494 - off-label use, under 21 yrs of age at date of implant. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -12.5/1.0/148 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2023. The lens tore during injection/delivery into the eye. There was patient contact (lens touched the eye) with no patient injury. The lens was implanted and removed on (B)(6) 2023. On (B)(6)2023 a replacement lens was implanted. Problem resolved. Cause of the event is reported as unknown.